Event description:
It was reported that when the programmer was powered on, the motor for the fan could be heard running, but the display was black. The radio frequency (rf head) was detached and the programmer was cycle powered, but the issue remained. Technical support stated that nothing could be done to correct the issue. The only thing to attempt would be to disconnect all peripherals to isolate the programmer and power on. If screen is still black, return for repair. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.